Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Customer's blood glucose was 341 mg/dl. Reportedly, the cartridge in use was observed to be cracked. The customer successfully loaded a new cartridge and resumed insulin delivery.